Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch vita enhanced displayed a battery indicator message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with humalog insulin (34 units in the morning/ 22 units in the afternoon/ 34 in the evening). The patient reportedly administered her usual dose of insulin in the morning (34 units), however, decreased her usual dose in the afternoon and evening (14 units). During the night, the patient claims she woke up with low blood glucose symptoms of quicker heart rate, shaking and "went to the bathroom." The patient treated self with food and/ or drink. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.